Manufacturer narrative:
Based on the claim against the product by the customer noting the tip of the fenestrated bipolar forceps (fbf) instrument looked like it was melted, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Failure analysis found the primary finding of instrument bipolar yaw pulley/thermal damage exposed electrode t to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base on the outside of the yaw pulley. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument moved intuitively in all directions. The grips opened and closed properly. The instrument delivered energy on several attempts.

Event description:
It was reported that during central processing, the tip of the fenestrated bipolar forceps (fbf) instrument looked like it was melted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.